Event description:
It was reported that this pacemaker system exhibited loss of capture in both the right atrial (ra) and right ventricular (rv) leads. The patient's heart rate was observed to be in the 40s; however, there were no episodes of asystole greater than two seconds reported. Boston scientific technical services was contacted, and a local field representative was paged to assist with device reprogramming. At the time of this report, no additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned as it remains implanted, we have determined that the loss of capture is a known inherent risk with use of this product. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Investigation conclusion: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Based upon the available information we have determined that the loss of capture is a known inherent risk with use of this product.